Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21302132/21361090.

Event description:
It was reported that the patient underwent a full spinal cord stimulator (scs) system explant procedure due to inadequate stimulation. The explanted devices will not be returned.